Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation, the clip was implanted and the fusion device discarded by the hospital after surgery. A device history record review was conducted and no non-conformance or re-work were noted during the manufacturing process that are related to the reported issue. Devices discarded by customer.

Event description:
After a left atrial ablation case which included a laa exclusion, the patient experienced a cva. Although the surgeons were unable to determine the cause of the cva, they do not believe it was caused by the device or atricure technology. Patient is currently being evaluated in ICU, but is not able to move anything on his right side.